Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, the pt was implanted with four gore excluder aaa endoprostheses to repair a bilateral iliac aneurysm. Three of the devices were deployed and the procedure went well. While ballooning, using a cook coda 32 balloon, the aorta ruptured just below the renal arteries. This was not noticed until the fluoroscopy with contrast was done. The pt lost 8 units of blood and needed to be resuscitated; CPR was then performed for 20 minutes. An aortic extender component was then deployed to cover the tear. Later the same day, the pt expired.